Event description:
The back wall of the warming cabinet where the heating element is located became too hot resulting in a fire damaging the device. On inspection, the temperature was set within the recommended range and only blankets made with cotton were used. It appeared that when a large amount of blankets are placed in the warmer, the back panel bends closer to the heating element causing the back panel to become hot despite the correct temperature setting.